Event description:
Event [preferred term] appears to have some contamination in the bag; molded into the plastic; black pieces floating in the liquid [product contamination], narrative: this is a spontaneous report received from a pharmacist. A patient (age and gender not provided) received add-vantage adaptor (add-vantage adaptor), (lot number: 1015635), device lot number: 1015635, device expiration date: feb2026. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: product contamination (non-serious), outcome "unknown", described as "appears to have some contamination in the bag; molded into the plastic; black pieces floating in the liquid". The action taken for add-vantage adaptor was unknown. Therapeutic measures were not taken as a result of product contamination. Additional information: reporter (pharmacist) stated reporter just had a fluid sodium chloride bag that came back from a nursing unit that was not used but it appeared to have some contamination in the bag. It looked like it was almost molded into the plastic. Yes, it almost looks molded into the plastic, there was some black and reporter do not know what it is, something black and then there was black pieces floating in the liquid as well. It was a hospira bag. No patient was administered or dispensed with the defective product. Reporter stated it was opened yesterday evening, so like a 9:00 pm was when the nurse, reporter meant, they took off the, it is an add-vantage bag so, they took off that outer piece and they were getting ready to attach an add-vantage vial to it, but they stopped when they noticed the contaminant. So, it's been opened for a good 12 hours now. It was the add-vantage sodium chloride bag. Ndc number of add-vantage sodium chloride bag was 0409710169. Sample of the product was available to be returned. Reporter stated the outer wrap is opened. Particulate was still in the original container though, but it was not in like the outer wrap. Reporter stated particulate floating or stuck to the bag both, there was a spot that is stuck like onto the bag and then there was stuff floating. Reporter stated the particles are black. The fluid is almost turned like a yellow like almost like a rusty color and there are really too many particles to count, there is quite a few of them. No patient information was available. New bag was used. The bag was opened and immediately sequestered; it did not reach patient. The reporter considered "appears to have some contamination in the bag; molded into the plastic; black pieces floating in the liquid" associated to add-vantage adaptor. Causality for "appears to have some contamination in the bag; molded into the plastic; black pieces floating in the liquid" was determined associated to add-vantage addaptor (malfunction). Follow-up (30oct2024): this is a spontaneous follow-up report received from the same pharmacist. Updated information included: clinical course updated.

Event description:
Appears to have some contamination in the bag; molded into the plastic; black pieces floating in the liquid [product contamination], narrative: this is a spontaneous report received from a pharmacist. A patient (age and gender not provided) received add-vantage adaptor (add-vantage adaptor), (lot number: 1015635), device lot number: 1015635, device expiration date: 28feb2026. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: product contamination (non-serious), outcome "unknown", described as "appears to have some contamination in the bag; molded into the plastic; black pieces floating in the liquid". The action taken for add-vantage adaptor was unknown. Therapeutic measures were not taken as a result of product contamination. The reporter considered "appears to have some contamination in the bag; molded into the plastic; black pieces floating in the liquid" associated to add-vantage adaptor. Causality for "appears to have some contamination in the bag; molded into the plastic; black pieces floating in the liquid" was determined associated to add-vantage adaptor (malfunction). Product quality group provided investigational results on 15nov2024 for add-vantage adaptor: investigation summary and conclusion: the customer complaint of particulate and discolored was confirmed, however, was not manufacturing related. The particulate was identified as iron oxides (or rust) however iron is not a material used within the production area. The evaluation of the vial port indicated the area around the gate was where the material originated, which happened during the injection molding process of the vial port by mgs germantown. A scar (scar-sup-0000715) was issued to the supplier (B)(4) for the observed event. Any actions following the response from the supplier (B)(4)) will be documented in the agile record scar-sup-0000715. Manufacturing controls are in place at the austin manufacturing site to mitigate the distribution of product manufactured using commodities with defects. Such controls include incoming quality sampling and testing of received commodities per biqa0030 and visual inspection of the flexible containers after filling pe bmfg0711. Additional information: reporter (pharmacist) stated reporter just had a fluid sodium chloride bag that came back from a nursing unit that was not used but it appeared to have some contamination in the bag. It looked like it was almost molded into the plastic. Yes, it almost looks molded into the plastic, there was some black and reporter do not know what it is, something black and then there was black pieces floating in the liquid as well. It was a hospira bag. No patient was administered or dispensed with the defective product. Reporter stated it was opened yesterday evening, so like a 9:00 pm was when the nurse, reporter meant, they took off the, it is an add-vantage bag so, they took off that outer piece and they were getting ready to attach a add-vantage vial to it, but they stopped when they noticed the contaminant. So, it's been opened for a good 12 hours now. It was the add-vantage sodium chloride bag. Ndc number of add-vantage sodium chloride bag was 0409710169. Sample of the product was available to be returned. Reporter stated the outer wrap is opened. Particulate was still in the original container though, but it was not in like the outer wrap. Reporter stated particulate floating or stuck to the bag both, there was a spot that is stuck like onto the bag and then there was stuff floating. Reporter stated the particles are black. The fluid is almost turned like a yellow like almost like a rusty color and there are really too many particles to count, there is quite a few of them. No patient information was available. New bag was used. The bag was opened and immediately sequestered; it did not reach patient. Follow-up (30oct2024): this is a spontaneous follow-up report received from the same pharmacist. Updated information: clinical course details. Follow-up (15nov2024): this is a spontaneous follow-up report received from a pharmacist from product quality group. Updated information: expiry date, investigation results.

Event description:
Event verbatim [preferred term] appears to have some contamination in the bag; molded into the plastic; black pieces floating in the liquid [product contamination], narrative: this is a spontaneous report received from a pharmacist. A patient (age and gender not provided) received add-vantage adaptor (add-vantage adaptor), (lot number: 1015635), device lot number: 1015635, device expiration date: feb2026. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: product contamination (non-serious), outcome "unknown", described as "appears to have some contamination in the bag; molded into the plastic; black pieces floating in the liquid". The action taken for add-vantage adaptor was unknown. Additional information: reporter (pharmacist) stated reporter just had a fluid sodium chloride bag that came back from a nursing unit that was not used but it appeared to have some contamination in the bag. It looked like it was almost molded into the plastic. Yes, it almost looks molded into the plastic, there was some black and reporter do not know what it is, something black and then there was black pieces floating in the liquid as well. It was a hospira bag. No patient was administered or dispensed with the defective product. Reporter stated it was opened yesterday evening, so like a 9:00 pm was when the nurse, reporter meant, they took off the, it is an add-vantage bag so, they took off that outer piece and they were getting ready to attach a add-vantage vial to it, but they stopped when they noticed the contaminant. So, it's been opened for a good 12 hours now. It was the add-vantage sodium chloride bag. Ndc number of add-vantage sodium chloride bag was 0409710169. Sample of the product was available to be returned. Reporter stated the outer wrap is opened. Particulate was still in the original container though, but it was not in like the outer wrap. Reporter stated particulate floating or stuck to the bag both, there was a spot that is stuck like onto the bag and then there was stuff floating. Reporter stated the particles are black. The fluid is almost turned like a yellow like almost like a rusty color and there are really too many particles to count, there is quite a few of them. Causality for "appears to have some contamination in the bag; molded into the plastic; black pieces floating in the liquid" was determined associated to add-vantage adaptor.